Event description:
It was reported that about two years ago, the pt underwent the surgery with the t2 femoral nail by the retrograde. On (B) (6) 2009, the pt underwent the surgery to extract the nail and screws. The surgeon tried to extract the proximal locking screw (ap hole of nail) using the screw driver. Afterwards, the surgeon found that the screw head deform and broke. Thus the surgeon could not remove the locking screws and nail. The wound was closed as the implants were left in the pt.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.